Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact speed reducer device did not transfer torque to the drill device. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation and had moisture in the housing. This was because the gearbox was worn. The moisture in the housing was from the sterilization process/immersion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.